Event description:
Three patient samples with discrepant troponin t results. Patient 1, initial result 0.16 ug/l, repeated the following day gave results of <0.01 ug/l. Patient 2, initial result 0.20 ug/l, repeat <0.01 ug/1. Patient 3, initial result 0.22 ug/l, repeated twice, gave results of 0.02 ug/l each time. No information provided to determine if results were used to guide therapy. No specific root cause was identified, however, the investigational unit determined other instruments were very closely placed to the elecsys analyzer, potentially causing electromagnetic interference (emi). After replacing and separating the instruments, the problem at the customer site was solved.